Event description:
A healthcare professional via study reported that after vitrectomy surgery, the patient experienced high intraocular pressure (around 31mmhg) in the left eye. The severity of the event was mild. The patient received drug treatment and resolved from the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot number was performed. Potentially relevant complaints were found and reviewed as part of this investigation based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).